Manufacturer narrative:
The device was received for evaluation. During functional testing, the 2nd soft key, top row malfunctioning was not reproduced. The keypad passed testing. However, the evaluator found that the keypad was punctured, which is a known cause of the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad was punctured. The ultrasonic sensor requires replacement to address this issue. During evaluation, the device had no audio. The cause was identified to be a loose speaker which requires the rear case replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump 2nd soft key, top row malfunctioned. This occurred during testing. There was no patient involvement. No additional information is available.